Event description:
It was reported that the unit would turn off and go into standby mode. It was further reported that this happened 3 times during a case. There was no delay greater than 5 minutes nor harm to the pt.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.